Event description:
It was reported the device had no output, and no telemetry. It was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis confirmed the reported field experience of no output and no telemetry. Further testing revealed these conditions were due to lifted battery hybrid bond wires.